Event description:
The customer reported an oil mist haze issue. The customer stated that there were no physical symptoms reported. The asp field service engineer (fse) went to the facility to repair the unit.

Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found that the system's oil mist filter was not secured in the housing. The thumb screw was not attached to center post securing/seating filter on o-ring. The thumb screw was inside housing body. Also, the oil return valve was not tightly secured to vacuum pump. The fse replaced the oil mist housing/filter assembly and ensured that the thumb screw was secure. The fse tightened the oil return securing collar, re-installed covers, performed system warm-up, and ran an empty standard cycle. The system was found to meet MFR specifications. This issue has been addressed with a customer letter related to correction & removal.